Manufacturer narrative:
Results: the catd was ovalized approximately 47.0 cm from the hub to the distal tip of the device. Conclusions: evaluation of the returned catd revealed a device with an ovalized distal tip. If the provided peel-away sheath is not used when introducing the catd into a parent device, damage such as an ovalized distal tip may occur. If damage such as this occurs, it may contribute to the reported experienced resistance. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure using an indigo system aspiration catheter d (catd). During the procedure, while inserting a catd into an 8f non-penumbra sheath, the physician experienced resistance; therefore, it was removed. Upon removal, it was noticed that the tip of the catd was pinched. Therefore, the physician removed the sheath and the procedure was completed using a new catd and a new sheath. There was no report of an adverse effect to the patient.